Event description:
It was reported that a malfunction occurred with the pump, identified by a specific code, after the pump was left in the shade while the customer went swimming. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted with resetting the pump and was informed to continue using it, with instructions to call back if the issue happened again. There was an acknowledgment from the customer of these instructions.